Event description:
It was reported that the patient with this pacemaker was scheduled to undergo a magnetic resonance imaging (MRI) procedure. Upon programming the device into MRI protection mode, out of range pace impedance measurements were noted on both the right atrial (ra) lead and right ventricular (rv) lead. Boston scientific technical services (ts) discussed with the health care professional (hcp) that this would be a non conditional scan. No adverse patient effects were reported. At this time, this device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the patient with this pacemaker was scheduled to undergo a magnetic resonance imaging (MRI) procedure. Upon programming the device into MRI protection mode, out of range pace impedance measurements were noted on both the right atrial (ra) lead and right ventricular (rv) lead. Boston scientific technical services (ts) discussed with the health care professional (hcp) that this would be a non conditional scan. No adverse patient effects were reported. At this time, this device remains in service.